Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb charging cable. A new wall adapter and charging cable were sent to the customer. Additionally, it was reported that a malfunction alarm occurred after pump was submerged into the water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.